Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "drill slipped posteriorly while attempting to drill into distal oval hole. The drill tip broke off in the bone while attempting course correction. A hollow reamer was used to remove fragments from the contralateral side, and all the fragment was removed. Extended operating hours by 60 minutes.".

Event description:
As reported: "drill slipped posteriorly while attempting to drill into distal oval hole. The drill tip broke off in the bone while attempting course correction. A hollow reamer was used to remove fragments from the contralateral side, and all the fragment was removed. Extended operating hours by 60 minutes."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.